Event description:
On (B)(4) 2010 (B)(6), an employee of (B)(6) contacted medivator's technical service engineer. The employee from the facility reported she discovered a scope technician was reprocessing the scopes and ignoring the lcg fail alarm. She also requested an in-service for their scope technicians.

Manufacturer narrative:
(B)(4). The analysis results found that the cb12lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure, when any of the instruments were put through the trocar a high leakage hissing sound was heard. The leakage / hissing sound occurred mostly when downward torque force was applied. It could be seen that the top portion of the trocar slightly separated from the housing (at seal). The surgeon continued using the device throughout the case and visibility was not affected. . There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.